Event description:
It was reported that during the spinal procedure, the surgeon had a difficulty to break off the set screws without using the counter torque screw driver, one of the six set screws was cross threaded and could not be broken off. The patient was closed with the break off set screw tab intact.

Manufacturer narrative:
Device remains implanted, therefore, product return is not possible at this time. We are unable to determine the cause of the event. The suspect devices in use are lot # w08h2016, w08h4175, w08j2112, 0003126w or 0008216w. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 8670855, was cleared in the united states.